Event description:
It was reported to philips that the device was facing input cable for paddles issue .there was no patient involvement.

Manufacturer narrative:
Reporting institution name: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Manufacturer narrative:
It was reported to philips that the device was facing input cable for paddles issue. There was reportedly no patient involvement. Multiple attempts were made to request information regarding resolution of the reported problem. No response was received, so no information is available. This will be documented as a malfunction, the cause of which was not determined. The device remains at the customer site and no further evaluation is warranted at this time. H3 other text : device has not been returned for evaluation.